Manufacturer narrative:
The explanted device was not returned to bsn as it was discarded by the medical facility.

Event description:
A report was received that the patients stimulation had been ineffective and the ipg was no longer functional. The patient underwent an ipg explant procedure.